Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker's rf chip was not functioning. The device was successfully restored. The patient was stable throughout the event and will continue to be followed up regularly.